Event description:
A customer reported a leak in a cassette. Air was observed in the patient line, and the leak was found upon removing the cassette from the homechoice. There was a pinhole in the cassette sheeting. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The sample was visually inspected and a pin hole was found in the sheeting. Pressure testing found a leak coming from the hole. The sample confirmed the reported problem. This issue is being investigated through CAPA.